Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl and diabetic ketoacidosis; cause was unknown. A correction bolus via the pump and a manual injection was administered to address bg. Customer was hospitalized for dka and treated with an intravenous (IV) insulin drip. Elevated bg/dka were resolved with no permanent injury. At the time of the report, the customer remained at the hospital. Multiple attempts were made by tandem technical support to obtain date of hospital discharge; however, no response from the customer was received.